Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was found damaged during injected contrast. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
After additional information was received, it has been determined that this complaint was a duplicate report of MDR report# 3006948883-2018-00071.